Event description:
Medtronic insulin pump overdosed pt causing rapid hypoglycemia with loss of consciousness while pt was driving operating vehicle leading to an extremely dangerous, near-death rollover motor vehicle crash. Pt's hypoglycemic state and low blood glucose kept dropping low despite medical interventions over several hours indicating massive load of insulin given by defective medtronic insulin pump to pt. Pt suffered in various manners as a result. Route: intravenous (not otherwise specified). Dates of use: (B)(6) 2017. Diagnosis or reason for use: type 1 insulin dependent diabetes.